Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. Device analysis revealed that the sheath assembly was missing when the device was received, proximal shaft separated from telescope, imaging core was completely out of the sheath assembly and several kinks were observed in the length of the exposed imaging core. An electrical open at proximal wave form with no discernible defect and no imaging core windup was found in the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 15jan2015. It was reported that the catheter did not show image. During a percutaneous coronary intervention, an atlantis¿ sr pro imaging catheter was used to diagnose an unknown target lesion. However, the catheter could not show image. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed that the device sheath was detached.